Event description:
During daily inspection, it was reported that the device would not deliver the charged defibrillation energy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the failure to be the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.